Manufacturer narrative:
Correction follow up: this follow up report is being filed to correct previously filed MDR 9680001-2024-00006. The following sections have been corrected: 1. Section d1. 2. Section d4. 3. Section g1.

Manufacturer narrative:
Note: notification of event was accompanied by an additional event, which may be reference on MDR 9680001-2024-00007. The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu) preparation for use, "note: if movement of the zipwire hydrophilic guide wire within the device becomes diminished, remove the guide wire and reactivate the coating by wetting its entire surface with heparinized saline solution." At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: attempting to cross an sfa occlusion, while got stuck in the crossing catheter and coding was stripped. This is not the first time this has happened. And they were unable to cross the lesion again. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: had to pull the catheter and wire completely out what is the next course of action?: was unable to cross the lesion successfully again, and had to stop patient present at time of event?: yes patient complications: no patient complications reason for unsuccessful procedure: had to lose access because the wire got stuck in the bathroom was not able to get back through based on the outcome noted above, was the patient sedated when the procedure was cancelled?: yes - local anesthesia was issue present upon opening package?: no photo or video of issue: no question: what is the anatomical location of the lesion being treated? Answer: lt sfa question: what device was used to complete the procedure? Answer: no other device was used. They were unable to recross the lesion additional information received 25 march 2024: q1. Can you please confirm the number of zipwire devices that were used for the event on 08-mar-2024. A1. I was not present in the case, but I believe just one. Q2. Please clarify the use of "again" in the following statements: a. "And they were unable to cross the lesion again." B. "What is the next course of action?: was unable to cross the lesion successfully again, and had to stop" a2. From what I understand the wire got stuck in the crossing catheter, and they had to pull out and we're unable to recross the lesion. Q3. How many attempts were made to cross the lesion before it was noticed that the zipwire was "stuck in the crossing catheter" and the coating was stripped? A3. Not sure how many attempts were made to cross the lesion q4. Please clarify what is meant by, "had to lose access because the wire got stuck in the bathroom was not able to get back through" a4. From what I was told everything had to be pulled out as one unit and they were unable to recross the lesion. Q5. Did the catheter and the zipwire need to be removed together or were they removed separately? A5. Everything had to be pulled out as one unit. Q6. What does "coding was stripped" means? Is this referring to the guidewire coating? A6. From what I understand the coding on the zip wires has been coming off. Q7. Were there any fragments left inside the patient's body? A7. There were no fragments of the zip wire left inside the patient.